Event description:
The customer called to report being hospitalized for high bgs two days before the call. It was stated that the customer changed the set few days before the admission. The customer received a no delivery alarm. The customer did not change the set and had high bgs since then. The customer treated with a bolus and went to bed. Two days later pt bgs still were high. Also the customer received a different alarm. The customer used the same insulin that was in the pump to give a manual injection. The bgs continued to be high. The customer was disconnected from the pump and followed a back up plan of manual injections.